Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal rocephin (dose, frequency, and duration not reported) and intravenous vancomycin (dose, frequency, and duration) for peritonitis. Twenty three days after the event onset, dianeal therapy was discontinued (current mode of dialysis therapy not reported). At the time of this report, the patient is recovering and the patient remained hospitalized. No additional information is available.